Event description:
The device was used during a laparoscopic bowel resection. During the procedure the ez35 jammed after and could not be removed from the bowel. The unit jammed as well as fired incorectly (no cut). The ez35 was finally opened and removed. A new device was opened and used to complete the case. There was no consequence to the pt.